Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged issue first occurred at 2pm on (B)(6) 2015. At this time the patient obtained blood glucose readings of ¿4.1 and 7.9mmol/l¿ on the subject meter within 20 minutes of one another. The patient denied taking any form of medication in order to regulate their diabetes, and it is not known if they had made any changes to their routine prior to the alleged inaccuracy. It was noted that half an hour after the alleged inaccuracy the patient developed symptoms of ¿dizzy¿, had a ¿hard time walking¿ and ¿headache¿; symptoms which the patient associated with having low blood glucose levels. In response to these symptoms the patient self-treated by eating ice cream at 2:30pm. No other device was used to measure the patient¿s blood glucose at this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The results which were obtained were obtained less than 20 minutes from each other, and the calculated difference of these glucose results exceeds lfs¿s criteria for precision. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (05/22/2015). The patient¿s meter has been returned on 4/28/2015 and evaluated by lifescan product analysis on 5/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.